Manufacturer narrative:
The insulin pump was received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Analysis was unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify watchdog timeout alarm, unexpected restart alarm and external ram error alarm due to blank display. The insulin pump was received with minor scratched lcd window and cracked case at the display window corners. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was turning on and off. The customer's blood glucose was unknown at the time of incident. The customer stated that the display returned after troubleshooting. The customer also reported that they found watchdog timeout alarm, unexpected restart alarm and external ram error alarm in the alarm history. The customer performed self test and the insulin pump passed. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.